Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance. The lead was reprogrammed to resolve and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There was a patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2011. The daily pacing lead trend data showed an increase for defibrillation active can on impedance of 79-103 ohms range between (B)(6) 2011. (B)(4).